Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Getinge field service engineer (fse) evaluated the iabp unit and found that the autofill volume was miscalibrated by an in-house biomed who maintains the unit. As a precaution, the fse replaced the luer fitting and then proceeded to adjust the autofill volume to specification. The unit was calibrated, and full functional and safety tests were performed to meet factory specifications. The iabp passed all tests to factory specifications, returned to the customer, and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had autofill failures while delivering therapy to a patient. No patient injury or adverse event reported.